Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 93 mg/dl. Troubleshooting was performed for critical pump error. Customer also stated that the insulin pump was beeping and vibrating. Customer stated o-ring is not in place. Customer reported that the insulin pump had a blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating noted. Unable to verify critical pump error due to blank display. Device received with corroded battery tube and corroded motor home switch.